Event description:
There were 2 instances with the second dialyzer. First 7/28/94. Pt age: 29, pt sex: f. Reaction occurred < 5 min into treatment. It was the fourteenth treatment using this dialyzer type. Symptoms: "funny, dry feeling" in mouth, burning sensation in feet, bp dropped to 134/p, anxious. Dialysis stopped, saline given. Symptoms subsided. Dialysis resumed with a different type of dialyzer. Second occurrence 8/2/94. Pt age: 69, pt sex: m. Reaction occurred < 5 min into tratment. It was the twentieth treatment on this dialyzer type. Symptoms: flushing in face and facial tightness. Dialysis stopped, symptoms subsided. Dialysis resumed with a different type of dialyzer.